Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tube") and device dislocation ("migration of the device/ malposition of the device") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient started essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with abdominal pain and abdominal pain lower, allergy to metals ("allergic reaction to nickel"), abdominal pain upper ("upper abdominal pain"), menorrhagia ("severe menstrual flow") and dysmenorrhoea ("severe menstrual cramps"). The patient was treated with surgery (essure removal and hysterectomy). Essure was withdrawn. At the time of the report, the fallopian tube perforation, device dislocation, allergy to metals, abdominal pain upper, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered fallopian tube perforation, device dislocation, allergy to metals, abdominal pain upper, menorrhagia and dysmenorrhoea to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. She had perforated fallopian tube, migration of the device and malposition (seen as device dislocation). A hysterectomy was performed to remove micro-inserts. Both events are serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, consumer presented migration of device followed by surgical removal of them. Given the nature of event, a causal relationship with essure cannot be excluded. Regarding perforation of fallopian tubes it is a potential complication of essure insertion or removal. In this present case, the mechanism of fallopian tube perforation is unknown, however given event's nature it was considered related to essure. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tube / perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)") and device dislocation ("migration of the device/ malposition of the device / left side fallopian tube has a malpositioned essure device") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("severe menstrual flow / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe menstrual cramps / dysmenorrhea (cramping)"), mood swings ("mood swings") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2011, the patient experienced bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), pollakiuria ("frequent urination"), bladder pain ("bladder pain") and back pain ("lower back pain"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, allergy to metals ("allergic reaction to nickel / nickel allergy") and abdominal pain upper ("upper abdominal pain"). The patient was treated with surgery (essure removal and hysterectomy), surgery (hysterectomy) and surgery (essure removal and hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, allergy to metals, abdominal pain upper, menorrhagia, dysmenorrhoea, mood swings, vaginal haemorrhage, bladder disorder, urinary tract disorder, nausea, dyspareunia, vaginal discharge, abdominal distension, pollakiuria, bladder pain and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, back pain, bladder disorder, bladder pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, mood swings, nausea, pollakiuria, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint. We cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event "mood swings, abnormal bleeding (vaginal), bladder problems, urinary problems or changes, nausea, nickel allergy, dyspareunia (painful sexual intercourse), pain, vaginal discharge, bloating, frequent urination, bladder pain, lower back pain, perforation (uterus)" were added. New reporter were added. Lab data was added. Product implant date was added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tube / perforation (fallopian tube(s))"), ectopic pregnancy with contraceptive device ("left ectopic pregnancy"), uterine perforation ("perforation (uterus)") and device dislocation ("migration of the device/ malposition of the device / left side fallopian tube has a malpositioned essure device") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included cholecystectomy. Concurrent conditions included hypertension, diarrhea, subconjunctival hemorrhage and amenorrhea. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("severe menstrual flow / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe menstrual cramps / dysmenorrhea (cramping)"), mood swings ("mood swings") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2011, the patient experienced bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), pollakiuria ("frequent urination"), bladder pain ("bladder pain") and back pain ("lower back pain"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, allergy to metals ("allergic reaction to nickel / nickel allergy") and abdominal pain upper ("upper abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (essure removal and hysterectomy), surgery (underwent diagnostic laparoscopy, operative laparoscopy, laparotomy, antimesenteric salpingectomy), surgery (hysterectomy) and surgery (essure removal and hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, uterine perforation, device dislocation, allergy to metals, abdominal pain upper, menorrhagia, dysmenorrhoea, mood swings, vaginal haemorrhage, bladder disorder, urinary tract disorder, nausea, dyspareunia, vaginal discharge, abdominal distension, pollakiuria, bladder pain, and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, back pain, bladder disorder, bladder pain, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, menorrhagia, mood swings, nausea, pollakiuria, urinary tract disorder, uterine perforation, vaginal discharge, and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: total bilateral occlusion positive pregnancy test. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: ectopic pregnancy with contraceptive device". Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint. We cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "left ectopic pregnancy", reporter, concomittant condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint. We cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation received for ptc global number (B)(4). On 7-mar-2017: quality-safety evaluation received for ptc global number (B)(4) (duplicate). Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. She had perforated fallopian tube, migration of the device and malposition (seen as device dislocation). A hysterectomy was performed to remove micro-inserts. Both events are serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, consumer presented migration of device followed by surgical removal of them. Given the nature of event, a causal relationship with essure cannot be excluded. Regarding perforation of fallopian tubes it is a potential complication of essure insertion or removal. In this present case, the mechanism of fallopian tube perforation is unknown, however given event's nature it was considered related to essure. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.